Event description:
Follow-up identified the patient is receiving physical therapy and will follow up again in one month.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced leg weakness due to a hematoma. As a result, the hematoma was surgically removed as well as the scs system. Follow-up indicates the patient has improved.

Event description:
Follow-up identified the issue has resolved.